Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-jul-2023. The most recent information was received on 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of sacral pain ("chronic right sacroiliac pain without abnormality on MRI") and asthenia ("asthaenia which becomes intensified to the point of reaching exhaustion even when tst, t3 t4 are normal") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. As concurrent condition the report mentioned autoimmune thyroiditis. On (B)(6) 2008, the patient had essure inserted. In 2008, she was found to have weight increased ("increasing weight gain (+ 25 to 30 kg"). In 2017, she experienced asthenia (seriousness criterion disability), hyperthyroidism ("autoimmune thyroiditis leading to alternating hyperthyroidism and hypothyroidism"), hypothyroidism ("autoimmune thyroiditis leading to alternating hyperthyroidism and hypothyroidism"), memory impairment ("memory problems") and disturbance in attention ("concentration problems"). In 2018, she experienced heavy menstrual bleeding ("heavy menorrhagia") and was found to have uterine leiomyoma ("uterine fibroids x2"). In 2022, she experienced meniscus injury ("spontaneous fissure of the meniscus"). An unknown time later she experienced sacral pain (seriousness criterion medically important), weight loss poor ("inability to lose this weight despite diet."), tremor ("neurological disorders (trembling in upper extremities"), tongue biting ("neurological disorders (tongue biting when falling asleep)"), hypoacusis ("progressive hypoacusis (mainly on the left side) without ear trauma"), middle insomnia ("nocturnal micro awakenings (32/hour) without actual apnoeas"), pelvic discomfort ("pelvic heaviness"), post micturition dribble ("post-micturition micro leaks without perineal deficiency"), arthritis ("patellofemoral osteoarthritis grade 3"), tachycardia ("tachycardia"), fatigue ("which becomes intensified to the point of reaching exhaustion") and inflammation ("inflammatory reaction they cause"). At the time of the report, the asthenia and fatigue had not resolved. No causality assessment was received for essure with regard to hyperthyroidism, hypothyroidism, asthenia, memory impairment, disturbance in attention, weight increased, weight loss poor, tremor, tongue biting, hypoacusis, middle insomnia, sacral pain, pelvic discomfort, post micturition dribble, uterine leiomyoma, heavy menstrual bleeding, arthritis, meniscus injury, tachycardia, fatigue or inflammation. The reporter commented: was warned as to the consequences that these essure devices could possibly cause (I know that some women received a letter in 2017 from the hospital in which they had been implanted when bayer stopped marketing [the product], but I did not). Today, I regret it. Perhaps I could have made the connections myself between my unexplained problems and these devices. For 8 years, I went from doctor to doctor in relation to my various symptoms (the cardiologist thinks that the tachycardia is ¿surely¿ linked to the large doses of thyroid hormones because he does not find a cardiac origin to the problem, the neurologist ¿assumes¿ that my problems are explained by a thyroid imbalance because there is no brain damage that could explain the problem), the general practitioner asks me to rest more, in order to be less tired, when in fact all I do now is rest...until the day I decided to go see an endocrinologist, exhausted by the alternations of hypo- and hyper-. It was he who made a link between the essure devices (and the inflammatory reaction they cause) and the imbalance of my autoimmune thyroiditis (scientific article that describes an impact of essure on autoimmune diseases) and especially between essure and fatigue (in relation to the release of tin, which turns into neurotoxic organotin). The most disabling clinical element is the exhaustion which has an impact at the professional level and even more on the social level. (I put the little amount of energy I have left into doing my work and then I no longer have the strength to go out or to entertain...) I want to do things, but I no longer have enough energy to do them. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging head] (date unknown): signal anomaly + 3 gaps in brain. [Magnetic resonance imaging pelvic] (date unknown): no abnormality. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of sacral pain ("chronic right sacroiliac pain without abnormality on MRI") and asthenia ("asthaenia which becomes intensified to the point of reaching exhaustion even when tst, t3 t4 are normal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned autoimmune thyroiditis. On (B)(6) 2008, the patient had essure inserted. In 2008 she was found to have weight increased ("increasing weight gain (+ 25 to 30 kg"). In 2017 she experienced asthenia (seriousness criterion disability), hyperthyroidism ("autoimmune thyroiditis leading to alternating hyperthyroidism and hypothyroidism"), hypothyroidism ("autoimmune thyroiditis leading to alternating hyperthyroidism and hypothyroidism"), memory impairment ("memory problems") and disturbance in attention ("concentration problems"). In 2018 she experienced heavy menstrual bleeding ("heavy menorrhagia") and was found to have uterine leiomyoma ("uterine fibroids x2"). In 2022 she experienced meniscus injury ("spontaneous fissure of the meniscus"). An unknown time later she experienced sacral pain (seriousness criterion medically important), weight loss poor ("inability to lose this weight despite diet."), tremor ("neurological disorders (trembling in upper extremities"), tongue biting ("neurological disorders (tongue biting when falling asleep)"), hypoacusis ("progressive hypoacusis (mainly on the left side) without ear trauma"), middle insomnia ("nocturnal micro awakenings (32/hour) without actual apnoeas"), pelvic discomfort ("pelvic heaviness"), post micturition dribble ("post-micturition micro leaks without perineal deficiency"), arthritis ("patellofemoral osteoarthritis grade 3"), tachycardia ("tachycardia"), fatigue ("which becomes intensified to the point of reaching exhaustion") and inflammation ("inflammatory reaction they cause"). At the time of the report, the asthenia and fatigue had not resolved. No causality assessment was received for essure with regard to hyperthyroidism, hypothyroidism, asthenia, memory impairment, disturbance in attention, weight increased, weight loss poor, tremor, tongue biting, hypoacusis, middle insomnia, sacral pain, pelvic discomfort, post micturition dribble, uterine leiomyoma, heavy menstrual bleeding, arthritis, meniscus injury, tachycardia, fatigue or inflammation. The reporter commented: was warned as to the consequences that these essure devices could possibly cause (I know that some women received a letter in 2017 from the hospital in which they had been implanted when bayer stopped marketing [the product], but I did not). Today, I regret it. Perhaps I could have made the connections myself between my unexplained problems and these devices. For 8 years, I went from doctor to doctor in relation to my various symptoms (the cardiologist thinks that the tachycardia is ¿surely¿ linked to the large doses of thyroid hormones because he does not find a cardiac origin to the problem, the neurologist ¿assumes¿ that my problems are explained by a thyroid imbalance because there is no brain damage that could explain the problem), the general practitioner asks me to rest more, in order to be less tired, when in fact all I do now is rest...¿until the day I decided to go see an endocrinologist, exhausted by the alternations of hypo- and hyper-. It was he who made a link between the essure devices (and the inflammatory reaction they cause) and the imbalance of my autoimmune thyroiditis (scientific article that describes an impact of essure on autoimmune diseases) and especially between essure and fatigue (in relation to the release of tin, which turns into neurotoxic organotin). The most disabling clinical element is the exhaustion which has an impact at the professional level and even more on the social level. (I put the little amount of energy I have left into doing my work and then I no longer have the strength to go out or to entertain...) I want to do things, but I no longer have enough energy to do them. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging head] (date unknown): signal anomaly + 3 gaps in brain [magnetic resonance imaging pelvic] (date unknown): no abnormality. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.